Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an thoracic aortic arch aneurysm and was implanted with conformable gore® tag® thoracic endoprostheses. The devices were placed to intentionally cover the left subclavian artery (lsa) and left common carotid artery (lcca) and included embolization of the lsa and surgical bypass of the right common carotid to the left common carotid artery. The patient tolerated the procedure with no reported complications. On an unknown date, follow-up imaging identified an endoleak. The physician suspected the endoleak to be possibly a proximal type I or type iii. On (B)(6) 2019, the patient underwent re-intervention for treatment of the endoleak. During re-intervention, no endoleak was observed; however a stent-graft induced new entry was observed distal to the devices. Additional devices were implanted for further coverage proximally and distally and to cover the new entry tear. The patient tolerated the procedure. It was reported that the endoleak was possibly the proximal type I endoleak, not a type iii. The cause of the new entry tear was not reported.